Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting frequent failed battery test alarms on the insulin pump. They were changing the battery when the alarm occurred. The customer¿s blood glucose was unknown. Troubleshooting was performed. It was found that the battery compartment¿s spring was corroded. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with slightly corroded battery tube spring, cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.